Manufacturer narrative:
H4: lot manufactured between august 09, 2023 to august 10, 2023. H10: one (1) device was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with tap water which revealed a leak at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A nonconformance has been opened to address this issue. The remaining devices were not received for evaluation; therefore, a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
The user facility submitted medwatch 686268 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from center port. This occurred after compounding. There was no patient involvement. No additional information is available.